Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Three attempts to contact the customer were made to inquire if the device will be returned to zoll for evaluation, but no replies were received. An alternate customer contact is not available. Currently, the status of the device is unknown. This sr will be reopened if the device is returned to zoll for evaluation.